Event description:
It was reported that during a follow up appointment, loss of sensing was observed from the right ventricular (rv) lead. Diagnostic imaging confirmed that the rv lead was dislodged. The physician elected to reposition the lead to resolve the event and no additional patient consequences were reported.